Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that he experienced a low and was confused on (B)(6) 2014. Patient stated that he called 911 and received a tube of glucose. Patient did not go to the hospital. Patient claimed he did not recall hearing the device warning alert at 55. At the time of contact with dexcom technical support, patient reported he was feeling fine.